Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port with an attached groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Three partial compound breaks were observed distal to the cath-lock. The edges of all three partial compound breaks on the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. A split was noted on one side of the border of both regions. Therefore, the investigation is confirmed for the reported catheter fracture and identified naturally worn and deformation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using x-port isp implantable port. Sometimes later port placement, it was reported that the port catheter had allegedly found fractured. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using x-port isp implantable port. Sometimes later port placement, it was reported that the port catheter had allegedly found fractured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.